Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose/concentration at the time of the event via an implantable pump for non-malignant pain. It was reported the patient's healthcare provider (hcp) increased or decreased their medication based on the patient's pain and they "weren't sure of the refill date". It was noted when the patient was implanted, the hcp was increasing the medication to get the patient to a therapeutic dose. The patient then went in 2015 for a left hip replacement due to the hip disintegrating, a few months after the pump was implanted. Once they were in the hospital, the morphine was working for their pain pump and then the hip medication they were receiving was too much. As a result, they decreased the pump medication because they were getting way too much medication. Once the patient got home after the hip replacement surgery, they raised the pump medication because the patient's back pain returned from the pump medication being turned down. The patient accessed their personal therapy manager (ptm) parameters at the time of report and noted they were currently allowed 4 boluses per day, one every 360 minutes and one every 6 hours. The patient was going back for a refill on (B)(6) 2016. It was noted the patient used both a pump and stimulator to address their pre-existing condition of pain. It was also noted the patient had arthritis in her back that was also confirmed to be a pre-existing condition prior to both the stimulator and pain pump. The arthritis had gotten worse over time and was also the reason the patient was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.